Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant attempt, the left ventricular lead was unable to track into the targeted vessel due to the size. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.